Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered in twenty (20) exactamix syringe inlets. The particles were identified on the inlet tubing and within the device packaging during inspection. There was no patient involvement. No additional information is available.